Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (247 mg/dl). Troubleshooting was performed and pump passed delivery system check. Cartridge and infusion set are typically changed out every 3 days. Customer changed out cartridge and infusion set to stabilize her blood glucose level.